Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error all night. Customer¿s blood glucose level was 5 mmol/l. Customer was performed self test and test did pass. Customer reported that they did not feel safe with insulin pump because insulin pump was alerted all night. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with partial white display due to severe corrosion on electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to partial white display. Unable to verify rewind anomalies and the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement due to partial white display. Device received with severe corrosion on force sensor assembly and moisture damage on motor assembly.